Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The discordant result was reported to the physician(s) who questioned the result. The patient was admitted at another facility based on the discordant falsely elevated loci high-sensitivity troponin I (tnih) result and was redrawn at the other facility. The new (redraw) samples were processed on a non-siemens instrument (troponin t method). The results obtained from the non-siemens instrument (troponin t method) were considered correct. There are no known reports of adverse health consequences due to the hospital admission or the discordant falsely elevated loci high-sensitivity troponin I (tnih) patient result.

Manufacturer narrative:
Additional information (15-jun-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. The customer reported that patient results were considered to be discordant between the dimension exl loci high-sensitivity troponin I (tnih) and a non-siemens troponin t assay. While troponin I and troponin t are similar molecules, they are not the same and there will be difference in recovery between the two compounds. In general, troponin immunoassays are not standardized and numerical agreement between different methodologies should not be expected. Quality control (qc) and calibration results were within customer acceptable ranges. There were no reports of process errors related to the event. A potential product issue has not been identified with the dimension exl 200 system or the loci high-sensitivity troponin I (tnih) assay. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00081 was filed on (B)(6) 2022.